Manufacturer narrative:
Concomitant product: product ID: neu_unknown, lot# serial# unknown, implanted: (B)(6) 2011, product type: unknown. (B)(4).

Event description:
It was reported that the patient had an unknown type of infection. Also, it was unknown if there was any antibiotic treatment necessary for the infection or if there were any cultures taken. Subsequent information reported that an action of a wound dressing was taken for the issue but the patient outcome was not known. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.